Event description:
Had 3 separate libre plus cgm sensors fail in less than 24 hours. Wo just stopped working with signal loss for over 4 hours and the other one said it monitors itself and has shut down and will need to be replaced. The first sensor lasted 6 of the expected 15 day usage window. Pt code: 4582. Device code: 3023. Ref reports: mw5184072, mw5184074.